Event description:
The customer reported to olympus, light emitting diode (led) flashing when the device was turned on for the evis exera ii xenon light source. Device was inspected before procedure and no anomalies were found. The issue occurred during the procedure (coloscopy) after a few seconds from the beginning. The procedure was interrupted (not completed). There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus and the customers allegation was confirmed. The device evaluation found the blinking light emitting diode (led) on the front panel had been caused by turrets motors (filter and mesh). These motors were stuck/stiff and caused by aging. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of suspension of the procedure occurred due to the device malfunction. The root cause of the phenomenon could not be specified. Additionally, the phenomenon of the "led blinks when the power is turned on" possibly occurred due to the faulty motors of the filter turret and mesh turret. However, the root cause of the failure could not be identified. Correction to h3: "not returned to manufacturer" was inadvertently checked on the initial report. Olympus will continue to monitor field performance for this device.